Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a crack starting at each corners of the screen from where the bolus button is. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.